Event description:
The technician alleged the brakes would not hold. No pt impact.

Manufacturer narrative:
The technician found the cause to be a broken weld on the brake steer pedal. The technician replaced the brake steer pedal to resolve the issue.